Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening in the anterior side, consist with use of a surgical tool and delamination in the anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.